Manufacturer narrative:
The lot was manufactured from december 17, 2019 - december 18, 2019. Four (4) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of particulate matter on the devices. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was particulate matter on the tubing of four (4) large volume infusors. This occurred prior to patient use. There was no patient involvement. No additional information is available.